Event description:
On (B)(6) 2012, the reporter contacted animas alleging that when trying to unlock the pump today the up arrow key was completely unresponsive but after several tries was able to get the pump unlocked. However, the up arrow again became unresponsive. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on 6/20/2012 with the following findings: the pump returned with torn keypad on the "ok" and "up" arrow keys. The "up" key has intermittent response. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons and "up" key has an inverted contact button.